Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the catalog # unkflexstent is reflecting an unknown smartflex stent. The actual catalog and lot number is unknown. Please note that date of event is unknown. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 3008443827-2015-00008 and 3008443827-2015-00009.

Event description:
As reported, a 6x150mm smart flex fractured and restenosis was observed within both stents. The physician treated the lesion and placed another smart stent. The patient is currently doing well. The doctor had placed two smart flex stents in the popliteal and sfa of a (B)(6) year old male with peripheral artery disease. The doctor knew the biliary smart flex stents were not indicated for that use but chose it based on the design merits of the devices. About 10 months later, the patient returned for an angiogram on (B)(6) and a stent had fractured and restenosed. The restenosis was within both stents. It happened sometime between (B)(6) 2014 and (B)(6) 2015. The doctor passed a wire through the stents, dilated and stented the restenosed and fractured segment with a smart stent. Patient is doing well. A fluoro image of fractured smart flex was provided.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 3008443827-2015-00008 and 3008443827-2015-00009. Complaint conclusion: approximately ten months after the index procedure, two smart flex biliary stents were reported to be restenosed. In addition, one of these stents was also noted to be fractured. The patient was successfully treated with the placement of another stent. The event involved a 74 year old male patient with peripheral vascular disease. The target lesion was located in his superficial femoral and popliteal artery. The patient underwent successful implantation of two smart flex biliary stents (one of which was a 6 x 150mm). Approximately ten months after the index procedure, the patient returned for an angiogram which revealed that both stents were restenosed and one of the stents (6 x 150mm) was fractured. An image of these findings was provided which demonstrated a stent fracture with clear separation of one of the stents into two segments. The patient was successfully treated with angioplasty and the placement of an unknown stent with no reported patient injury. The devices were not returned for evaluation and a review of the manufacturing records could not be performed since the lot numbers were not provided. The product instructions for use (IFU) states that this device is indicated for use in the palliation of malignant strictures in the biliary tree. The safety and effective of this device for use in the vascular system have not been established. Restenosis is a known potential outcome of peripheral stenting. There are multiple patient and procedural factors, as well as vessel/lesion characteristics that can contribute to restenosis. The clinical implications of stent fractures are not well characterized. Nitinol fatigue leading to stent fractures is a well-known and documented intermediate and long term issues in the distal sfa. Deployment of stents in these types of lesions present multiple forces at work including flexion, torsion, longitudinal expansion and contraction. Review of the provided image confirmed the reported stent fracture; though the exact cause of the event could not be determined. Without the devices or lot numbers to conduct a DHR reviews, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. The implant date was inadvertently left blank when the information was available.